Manufacturer narrative:
It was reported that during an anterior cervical discectomy and fusion (acdf), three successive stainless steel distraction pins broke off, during attempts to place in the patient. Reportedly, the tips of the distraction pins were tapered more bluntly. The broken pins were successfully retrieved from the patient using a curette. Per report, there was no patient harm or further treatment required. It was added that distraction pins with different lot numbers were used to finish the procedure. Despite good faith efforts to obtain additional information, no further end-user, product, or procedural/event details is available. There was no serious injury reported related to the event. Due to the reported event and the required intervention to retrieve the broken pins, this medwatch is being filed. A sample is not available to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that three successive stainless steel distraction pins broke off during attempt to place in the patient. The broken pins were successfully retrieved using a curette.